Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the hub separated from the device. The following information was provided by the initial reporter, translated from chinese to english: on october 22, 2020, when the blood collector pressed the safety lock when the blood collection was completed, the lock was found to fall off. Use product number 368607, batch number 0171601.

Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective locking mechanism with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective locking mechanism with the incident lot was observed as not all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through CAPA#1465371.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the hub separated from the device. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, when the blood collector pressed the safety lock when the blood collection was completed, the lock was found to fall off. Use product number 368607, batch number 0171601.